Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing of noise leading to inappropriate mode switch. The noise was not reproducible with isometrics. Programming change was made. The patient was stable before, during and after the event.